Manufacturer narrative:
Ocd performed a batch record review to ensure there were no issues during the manufacture of the syringe. Satisfactory results were observed. There were no similar complaints against this lot of product. (B)(4).

Event description:
Nurse stuck herself in the left thumb after administering rhogam to a patient. The nurse washed her hand and then sought medical attention via their employee health dept. According to director, the nurse in question was not wearing ppe during the rhogam administration. The director is refusing to provide a copy of the "incident report".